Manufacturer narrative:
The recipient is scheduled to undergo revision surgery for suspected fistula. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing sound quality issues along with significant dizziness. Device testing revealed results within normal limits. Programming adjustments were made, however the issue did not resolve. The recipient was prescribed steroids to treat the dizziness.